Manufacturer narrative:
After a retrospective review, additional information relative to this complaint were found to be reportable to the us FDA and are therefore reported now: reportedly, a re-intervention was performed on (B)(6) 2020. The associated pacemaker was replaced following normal battery depletion and the subject ventricular lead was abandoned in the patient's body. Note that the company opened a CAPA to investigate late reporting issues.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2020, episodes recorded in the device memory showed non-physiological signals (noise/artifacts). Normal lead measurements were observed. Provocative maneuvers were performed without any noise reproduction. Lead fracture could not be confirmed on chest x-ray image. A re-intervention should be performed on (B)(6) 2020.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2020, episodes recorded in the device memory showed non-physiological signals (noise/artifacts). Normal lead measurements were observed. Provocative maneuvers were performed without any noise reproduction. Lead fracture could not be confirmed on chest x-ray image. A re-intervention should be performed on (B)(6) 2020.